Event description:
It was reported that the device gave an occlusion cassette does not attach properly error. No patient involvement reported.

Manufacturer narrative:
Nvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device visual inspection confirmed that the expulsor was contaminated. Replaced the expulsor to correct the issue. Cadd solis device passed all functional tests after the replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period